Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 29625928.

Event description:
It was reported that the patient was experiencing stimulation in the abdomen. An x-ray was taken and confirmed that the leads and anchor had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing stimulation in the abdomen. An x-ray was taken and confirmed that the leads and anchor had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the patients explanted leads will not be returned as they were discarded by the medical facility.